Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation (B)(4) has been referenced in section.

Event description:
The user facility reported that a very experienced radiologist used an angio-seal device and he described incident as a "bursting" of the angio-seal. They did manual compression instead and patient was okay.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to provide the device return date in section d9, to provide the address in section e1, update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated. A minor deformation was identified at the distal tip of the hemostasis sheath. The carrier tube was returned in the fully rear-locked position with a large cut along the tubing. The suture was found to have been cut and the anchor and collagen were not returned with the device. No other signs of damage or deformation were identified. The complaint was able to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been excessive force or lateral movement during the rear-lock maneuver resulting in device separation. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis fmea.

Event description:
Additional informataion was received on 14 july 2022: 07/14/2022 additional: the procedure was antegrade angiography with vessel recanalisation. A 6fr. Procedural sheath was used. The issue was the angio-sea devicel fell apart during insertion. The patient was in stable condition. There was no blood loss. Other equipment used was a terumo guidewire.